Manufacturer narrative:
Investigation still on-going. We were later informed that the patient reports that the wheelchair drove by itself off a lift. Permobil performed an evaluation and testing on the wheelchair and was unable to duplicate the failure mode. The wheelchair did sustain some damages from the event, but testing showed the wheelchair functioned as intended and no issues were identified. However, the suspect joystick installed on the wheelchair was not supplied by permobil as original equipment for this device. It is unknown as to what condition or usages this item has had prior to being installed on the wheelchair. The suspect joystick was out of specification missing a protective shield and had been modified with a u-shaped knob for hand grip. Permobil is in pursuit to understand more about the wheelchair configuration and servicing history. Upon completion of our investigation a follow-up report will be submitted and will contain any missing information not found in this report. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
The servicing dealer reported that the patient fell out of the wheelchair while traveling down a transport ramp at the rehab center. Reports are the client broke both ankles and sustained scratches and some bruises. This occurred on (B)(6) 2017.

Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is "improper service/maintenance". The wheelchair was returned to permobil for full inspection and was found equipped with a joystick that was not supplied by permobil. This joystick, known as a compact joystick lite is designed to be a reduced throw, light force proportional joystick. This application is ideal for patients that do not have a lot of movement with the hand/finger/chin. This joystick was discovered out of specification. The joystick was modified with a 4-inch u-shaped knob to be used as a hand grip. Testing confirmed that if the suspect joystick was operated the weight of the modified handle would not allow the joystick to return to neutral and the drive operation command would continue without a direct signal from the patient. The patient acknowledged that the wheelchair has drove unintentionally before in the past but failed to report this to the servicing dealer. The patient stated that the joystick was installed about a year ago but doesn't remember who performed this work. Permobil has been in contact with all dealers who has provided service for this wheelchair and none of them have records for installing the compact lite joystick. The owner's manual states that if the wheelchair malfunctions or misbehaves to "stop" use immediately and contact a certified dealer/permobil. The patient failed to report this malfunction and the wheelchair continued to malfunction until this incident occurred. The owner's manual also stated that unauthorized modification to the wheelchair or its equipment can be dangerous, and user be at risk for potential injury and/or damage to the product. The patient will be instructed of both warnings on the product. As for the suspect wheelchair due to this accidental incident is now classified under our accident policy and permobil will recommend the device be replaced. The DHR for this device was reviewed and the wheelchair met specification prior to distribution.